Event description:
It was reported that the patient sought medical attention with an infection that developed at the infusion site (arm) while wearing the pod for longer than 48 hours. It was reported there was a bump at the site and that the site appeared to be red, hard and have purulent discharge. It was also reported that the patient¿s blood glucose levels rose above 400 mg/dl during this time. The patient was prescribed and unspecified topical antibiotic cream and an unspecified oral antibiotic as treatment.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone14.5. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.